Event description:
It was later reported that the threshold pulse width was increased.

Event description:
It was reported by the (B)(6) study that the patient had extracardiac stimulation. The left ventricular (lv) output was decreased and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.